Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button failure) was confirmed. Upon evaluation, there were open connections at the rear response button. The cause of the defective response buttons is the open connections. The root cause of the open connections cannot be positively identified. No adverse event resulted from the defective response button.